Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. After day 3 of sensor insertion, the patient started to experience itchiness and removed the sensor on (B)(6) 2017. The affected area as treated with over-the-counter hydrocortisone cream and benadryl cream. On 07/10/2017, it was additionally reported that the patient's mother spoke to the patient's physician regarding the skin irritation reaction. No further event details were provided regarding the conversation with the physician. At the time of contact, reaction was described as redness with blisters, pus and resulted in a scar. It was indicated that the patient was doing well. No additional event or patient information is available.